Manufacturer narrative:
The pump was received with no button response due to unlocked keypad connection on the lcd board. No frozen screen noted during testing. Analysis was unable to perform rewind and basic occlusion, occlusion, prime/ compromised force sensor, the excessive no delivery and displacement test due to no button response. The pump also received with scratched lcd window, cracked case near display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display. The blood glucose at the time of the incident was 278 mg/dl. The customer states the pump screen is frozen. The customer is treating with manual injection for blood glucose level, since they are unable to bolus. Troubleshooting was inquired if the time on the display was moving forward and the customer states it was. The device will be returned for analysis.